Event description:
It was reported that the patient had a clotted dialysis graft. The graft clotted so there was no blood flow. The medical staff tried to declot however some resistance was felt when pulling on the catheter. The catheter snapped when pulled out and part of the balloon catheter was not present at the end. The end of the catheter was unable to be pulled out of the sheath. A snare was used to retrieve the catheter tip. No patient harm occurred from this incident.

Manufacturer narrative:
Multiple attempts have been made of the hospital for return of the device. At this time the customer has stated its possible they will hold on to the device for up to a year per hospital policy. The customer states the device will be set back but would not commit to a date. A supplemental will be forthcoming once/ever the device is received.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation is complete. A review of the manufacturing records indicated that the product met specifications upon release. Hospital medwatch number (B)(4).